Event description:
Caller reported a malfunction on pump with code malf 13, and no notable events occurred prior to this issue. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Cts resolved the issue by instructing caller to put pump into storage mode before returning it and sent a replacement pump. Caller was advised to use manual injection as backup therapy and understood instructions for using updated software with the replacement pump.